Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a sigmoid procedure, the patient was operated on (B)(6) 2012. The device functioned properly, the collars were good. The device was discarded. A few days later, the patient had abdominal effusion. A CT scan confirmed the diagnosis of fistula of the colorectal anastomosis anal. A different surgeon did a second procedure on the patient (laparotomy) on the (B)(6) 2012. The patient is doing well. One device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.